Manufacturer narrative:
Manufacturer¿s investigation conclusion a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. Additionally, the submitted log file confirmed low flow events; however, a specific cause could not conclusively be determined. The submitted controller event log file contained data from (B)(6) 2019. The log file contained 4 low flow events when the estimated flow dropped below a threshold of 2.5 lpm. None of these events lasted long enough to trigger low flow alarms. These events were also associated with elevations in pi. Despite the low flow events, the pump operated above the low speed limit for the duration of the log file. The cause of the pi events was likely related to fluid volume status. The heartmate 3 lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found in this document. This IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted on (B)(6) 2018 with heartmate 3. It was reported that the patient was admitted on (B)(6) 2019 with headache, nausea and vomiting. It was reported that patient had increased lactate dehydrogenase (ldh), from 155 to 674. It was reported that no clear cause for hemolysis was found but it was thought to be related to transaminitis which was drug-induced by valproic acid. Log file analysis showed spikes in pulsatility index while flow decreased. The power trend remains flat and constant. An echocardiogram was performed and showed a severely dilated left ventricle, severely decreased systolic function and inflow cannula velocity of 0.8 m/s. No evidence of thrombus was found. The echocardiogram found mildly reduced ejection fraction, normal valve structure, no stenosis, trace regurgitation, no significant aortic valve opening or aortic regurgitation and trivial pericardia effusion. It was reported that the patient received supportive care with no surgical procedure. It was reported that the patient's ldh returned to baseline and the patient was discharged home. Pi events were reported to have likely been related to fluid volume status. No additional information was reported.